Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune symptoms. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate profile 350 cc and experienced symptoms including burning and itching discharge from both nipples, yellow nipple discharge, breast swelling, swollen lymph nodes, difficulty sleeping on her stomach, and inflammation. The patient reported a fibromyalgia diagnosis. The patient alleged these issues began within a few months of implantation and experienced bilateral breast pain and infection resulting in explantation on (B)(6) 2019. Upon removal, the implants were alleged to have a ¿white cloudiness¿ to them. This report is for the left side device.